Manufacturer narrative:
Additional patient results were added on 23nov2022. The customer reported two additional samples with false repeat reactive alinity s hiv ag/ab combo results. Sid (B)(6) 23-year-old male, initial result 3.08, repeats 2.88 and 3.11 s/co; sid (B)(6) 13-year-old male, initial result 2.59, repeats 3.03 and 3.05 s/co. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. H3 other text : device evaluation is in process.

Manufacturer narrative:
Evaluation of complaint data for the product did not identify an increase in complaint activity for the complaint issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 37456be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. A technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of ln 6p01-60, lot 37456be00 across core, applicable peer sites and across all us customer sites were collected and assessed. Since transplant samples are from potential organ donors at the end of life, the attributes of the samples are different from normal healthy routine blood donors. As a result, transplant customer performance is compared to representative cadaveric data as stated in the package insert of the applicable assay for cadaveric specimen. The peer group for this evaluation are the other us transplant sites, based on the unique impact of testing cadaveric samples. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 37456be00 is within product requirements, within package insert representative data and comparable to other lots analyzed in the comparison. A review of labeling concluded that the issue is sufficiently addressed. Based on the results of this investigation, alinity s hiv ag/ab combo reagent kit, ln 6p01-60, lot 37456be00, is performing as expected. No malfunction was identified. Based on the information within the complaint record, the device met performance specifications at the customer site as all reactive rates were within product requirements respectively package insert representative data for cadaveric testing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab combo results for one sample from a 42-year-old female donor patient. Sid (B)(6) generated an initial result of 1.82 s/co, repeated 1.73 s/co and 1.82 s/co, sample was normal in appearance, no hemolysis or lipemia. The sample was nat negative. Sample sent for western blot by third party, results not available. No adverse impact to patient management was reported.